Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not provided. The customer stated that the screen was also frozen and that the buttons were unresponsive. Troubleshooting was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. All buttons functioning properly. No frozen screen noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).